Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker with competitor right ventricular (rv) lead displayed oversensing and less than two seconds of pacing inhibition. The minute ventilation feature was deactivated from an episode with artifacts. At this time, no programming changes have been made. This device remains in service. No adverse patient effects were reported.